Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the cup and head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The bhr cup involved met manufacturing specifications at the time of production. Non-conformance was identified for the castings inspection procedure paperwork for the bhr head. However, all supporting documents confirm that this was an acceptable product when released. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Although it was reported that the patient had elevated metal ions, no units of measure were given nor was a laboratory report provided. The reported pain and fluid within the hip denoted on imaging along with intraoperative findings of significant fluid within the hip may be consistent with findings of metal debris. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain and pseudotumor cannot be confirmed. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that after a right bhr construct was implanted on (B)(6) 2012, plaintiff experienced metallosis, pseudotumor, and highly elevated cobalt and chromium levels. A revision surgery was performed on (B)(6) 2016 to treat these adverse events. During the surgery the joint capsule and all surrounding tissues were stained black and a large pseudotumor capsule was noted. Additionally, tissue cultures were performed and were negative. Plaintiff outcome is unknown.

Event description:
It was reported that right hip revision surgery was performed due to metallosis, pseudotumor, and highly elevated cobalt and chromium levels.